Manufacturer narrative:
(B)(4). The lot was manufactured from 09/19/2013 to 09/23/2013. Evaluation summary: the actual device was not returned; however, photographs of the device were received and evaluated. Inspection of the photographs was unable to confirm the reported condition as no clear evidence of "no flow" could be identified due to the distal luer (where evidence of flow or no flow would be observed) not being visible. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication would not flow through a large volume multirate infusor. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.